Event description:
On (B) (6) 2010, the lay user/patient in (B) (6) contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high/low readings. On (B) (6) 2010, the technical service rep (tsr) spoke with the pt to obtain and verify info. On (B) (6) 2010 at 8:30 am, the pt obtained the fasting blood glucose reading of 6.6 mmol/l on the reported meter, which was higher than her expected value of 5.8 mmol/l. The tsr confirmed the meter was programmed for the correct unit of measure, mmol/l. Based on that reading, the pt took 14 units novomix 30 insulin, based on a sliding scale. Fifteen minutes later, the pt started eating her breakfast. The pt began to feel unwell, and passed out in the bathroom. At an unspecified time afterwards the pt regained consciousness, and continued eating her breakfast. The pt's son contacted emergency services. Paramedics arrived at 9:00 am, and tested the pt's blood glucose level at 2.6 mmol/l using the hcp meter. The pt was treated within glucose gel, bread and honey. She obtained a subsequent blood glucose reading of 5.1 mmol/l on the reported meter, and a reading of 2.9 mmol/l on the paramedics' meter. The pt received no further medical attention. The pt allegedly suffered symptoms suggesting severe hypoglycemia after taking an insulin dose based on an elevated meter reading, and rec'd emergency medical attention and treatment with glucose. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Lot# not provided.